Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported that the ins was causing back pain and bad vaginal bleeding. The patient stated that her healthcare provider (hcp) thinks that the pain and bleeding are related to the ins. The patient also reported that she does not feel stimulation, but stated that this was because she was in the ER sometime last year and her stimulation was turned off. The patient stated that she fell several times in 2016, but did not allege that the trip to the ER or the falls were related to the ins or therapy. The patient did think that the falls may have impacted the implanted system however. The patient was advised to follow-up with her hcp and the patient stated that she planned to do so and has an appointment on (B)(6) 2017. Patient status is unknown at the time of this report.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information was received from a consumer (con). It was reported that the patient's implant and patient programmer (pp) wasn't working since the year prior to the report. Their hcp told them that they would remove the ins. They had an appointment with the hcp on the day after the report. On (B)(6) 2017, it was reported that the pp batteries were dead and they would be purchasing new ones on the day of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.